Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level displayed as "high", a high ketone level identified as dangerous by healthcare provider, and esophagitis. In an attempt to treat the bg prior to the ER, the customer delivered a correction bolus. Bg was treated with intravenous fluids of insulin and saline while in the hospital. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. The customer alleged the pump was not working as intended. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.